Event description:
Physician performed two ablations in a double access case. After the second ablation, physician removed the platinum bright tip fiber noticed that the platinum tip had separated. Physician checked the leg with ultrasound, and confirmed that the separated tip was not in the patient. No patient impact was reported.

Manufacturer narrative:
Device not returned for evaluation.